Manufacturer narrative:
The device was received and evaluated. The exposed portion of the soft cannula was observed to kinked. Although the cannula was observed to be kinked, fluid was able to successfully flow through the entire fluid path and exit the distal tip of the soft cannula. No signs of leakage were observed. The data downloaded from the device did not show any signs of struggle during the run. No other damages or defects were found with the device. Although the cannula was damaged, the timing and cause of the damage is unknown and it cannot be conclusively determined if it linked to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 22 mmol/l (396 mg/dl). The pod was worn on the patient's arm for between 4 and 24 hours. As treatment, a new pod was applied.